Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia, with a peak blood glucose of 311 mg/dl that trended down during the call and remained above 180 mg/dl for approximately one to two hours, with device alerts for levels above 300 mg/dl for over 90 minutes. Symptoms included high blood glucose without reported acute complications. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included complaint intake, troubleshooting, and user education for high glucose. Investigation of this case revealed no confirmed device malfunction and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.